Event description:
The uretero-reno fiberscope was returned to the service center with a report of a blurry image. This does not indicate an MDR reportable event, however, a reportable failure was found during testing at the service center. During inspection of the device, dirt/foreign material was found on the objective lens, likely due to insufficient device cleaning. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
H11: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the dirty objective lens could not be determined, however, the issue was likely the result of insufficient device cleaning, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.